Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following: it was reported by customer that the tubing broke at blue hard plastic connection of alaris set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and lower fitment could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to an incorrect follow-up of the work instructions. Improvements to the manufacturing process were implemented after this lot was manufactured. Two new fixtures were added to help with the bonding process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.